Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to get braces due to the byte aligners messing up their bite, their gums started to bleed and their teeth shifted the wrong way.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.